Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system pcb assembly which resolved the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and verified the reported issue; however further cause could not be determined. (B)(4).

Event description:
The customer contacted physio-control to report that the service indicator is illuminated on their device. Upon evaluation, physio-control observed that the device is unable to perform defibrillation and paddles ECG is inoperative. There was no patient use associated with the reported event.